Event description:
It was reported that the pt fell off a step-ladder backwards and hit the back of their head, approx 3 weeks ago. Concussion was suspected. An area of scaly crusty skin developed, the size of the implant. Telemetry measurements showed 'poor coupling' to the implant.